Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system won't start up. The fse determined the cause of the problem to be the single board computer(sbc)/cpu. Fse replaced the sbc/cpu to resolve the issue. As a result of the sbc being replaced it is also necessary to complete an initial configuration to the bios/cmos on the sbc, to make it properly communicate with the system. The fse verified system functionality. The sbc (single-board computer) that runs the operating system. The sbc provides overall system control and optional surgical navigation interface, operating system for video processing and control, and for image management. Based on age of the system, manufactured in 2005, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The coi assembly was evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to initialize. No patient serious injury or death was reported related to this event.